Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation and swelling at sensor patch adhesion site. Patient's mother sought medical intervention on (B)(6) 2014 and was prescribed pain medication and antibiotics. Patient's mother reported they were advised to seek further medical intervention if the skin irritation and swelling worsened. Patient's mother sought further medical intervention and the affected area was drained. Patient was advised to continue taking pain medication and antibiotics as needed. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient's mother reported patient was well and affected area had improved.